Manufacturer narrative:
Insulin pump passed the displacement test but rewind anomaly during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test or verify reset alarm and no delivery alarm due to loose drive support disk. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump made grinding noises while rewinding and had unexplained no delivery alarms. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.